Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. The infection was located in the scrotum near pump. The infection symptoms started within 2 weeks of the prior surgical implantation. The physician indicated the infection was due to skin bacteria. The infection was treated with antibiotics.a new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient outcome was reported as good.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection could not be established as the product was not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of infection cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, infection is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established. The cause of the infection was not established by physician, although infection is included in the labeling documentation for the ams800 device as an adverse event of implant surgical procedure and also indicates, the risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option, is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no additional patient complications reported.